Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the electrical contact unstable connection which occurred due to connecting the subject device in a condition which the electric contact point of the subject device video connector was not sufficiently dried or there was a foreign object (such as the chemical liquid residue, water deposit, sebum stain, dust, fiber of gauze). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified endoscope was not recognized by the subject device at the unspecified timing. The user also reported that the inlet of the video connector socket had liquid and there was corrosion in the video connector of the subject device. At the incoming inspection for the repair, the repair center of olympus china checked the subject device and found the scope detection failure of the subject device. There was no report of patient injury associated with this event.